Manufacturer narrative:
Review of the device data logs confirmed one occurrence of total power failure followed by an abnormal restart. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the total power failure was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed. The evaluation determined that there was no fault found with the returned device. The device was performing to specifications. The device was returned to the customer unrepaired per customer request. Resmed reference#: (B)(4).